Manufacturer narrative:
Correction was made in section d4. Additional information was added to section a2; no further patient information was provided. Device evaluation has been completed; following is the device analysis conclusion: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - it was observed that there was a fracture on one of the trays. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4)).

Event description:
A healthcare professional reported that a silent nite slide link (extra silent nite slide link) had broken parts.

Manufacturer narrative:
Some additional information was provided by the healthcare professional after three attempts. Information received was added to the following sections: a3a. B3. B5. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that a silent nite slide link (extra silent nite slide link) exhibited broken parts. The appliance was delivered on (B)(6) 2024. The date of onset of the issue was reported as (B)(6) 2025 and the patient presented the issue to the healthcare professional on (B)(6) 2025. The patient's oral hygiene was reported as good. No patient symptoms or injury were observed or reported. The patient discontinued use of the device on (B)(6) 2025. No additional medical or surgical procedures were required. The appliance was replaced with a similar product. It was reported that the patient did follow the cleaning and storage directions.